Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section b3 - date of event: customer reported week 16, (B)(6) 2026. Section d4 - model #, expiration date, serial #: unknown/not provided. Section d4 - catalog #: a complete number is unknown, as product serial number was not provided. Section d4 - serial #: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown, no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during week 16 of 2026, the cartridge tip on the gib00 model cracked during implantation with the intraocular lens (iol), the serial number was not recorded by the customer. The customer indicated that the directions for use (dfu) were followed. The lens remains implanted. The patient¿s status was good with no impact to the iol. No further information was provided.